Event description:
Instruments and equipment for diverting roux-en-y gastrostomy were being used. Lead nurse did not know if it was "jamming" prior to when she heard the surgeon say it wasn't working. They opened up another 75mm stapler to finish the case. Stomach encircled just distal to pylorus and bowel divided at site w/linear cutting stapler. Small segment of distal stomach mobilized and dissected free. A separate staple line placed on the distal stomach more proximal to this to allow separation from the two staple lines. Both the duodenal staple line and gastric staple line over sewn w/3-0 polydioxanon (pds) seromuscular sutures. Jejunum divided about 15 cm distal to mesenteric aperture, this was done w/the linear cutting stapler.